Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 1 month due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of (B)(6) due to endocarditis and severe stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per records provided, the patient presented with a stroke due to vancomycin resistant enterococcus endocarditis with tee at osh confirming vegetations on valve. On (B)(6) 2025 an echo was performed and it revealed moderate stenosis with vmax of 3.73 m/sec and mean gradient of 37mmhg. A tee performed on (B)(6) 2025 showed evidence of endocarditis on bioprosthetic valve with vegetations noted, severe aortic stenosis and mil aortic insufficiency. The patient underwent redo avr with patch reconstruction of aortic annular abscess. The 16 core knots were removed and the valve was explanted. The annulus was debrided until all infectious material was removed. The annulus was irrigated with copious sterile saline then betadine. The annulus sized well for a 23 mm inspiris that was used as replacement. The sutures were tied and cut using coreknot device. There were no immediate complications. Post bypass tee confirmed good valve function and appropriate ventricular function, as well as clearance of any intracardiac gaseous particles. The patient tolerated the procedure well with no immediate complications. The patient was discharged from the hospital on pod# 8.